Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description - kinked, twisted tubing, at times causing air bubbles. No injury reported.

Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). One sample was evaluated. Based on the evaluation results, no defects were observed. The reported defect was not confirmed. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.